Manufacturer narrative:
Bec cts (customer technical support) advised the customer to do a manual cleaning and flushing of the cc sample probe and then perform the automated cc probe cleaning procedure. Cts informed customer that qc needed to be run on the cc side chemistries. Cts generated a service request. A field service engineer (fse) went on-site (B)(4) 2011 and found the waste line on the cts was blocked. Fse cleared the waste line, removed the waste valve and cleaned, checked the autogloss and performed alignments. Instrument was checked with capped tubes and primed 25 times. Qc and calibration was performed and repair was verified per established procedures. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating the cartridge chemistry (cc) sample probe was dispensing water inside of the unicel dxc 800 pro synchron clinical system and bec fse (field service engineer) was on-site (B)(4) 2011 for this same issue. The customer reported that total bilirubin was failing calibration and they noticed a clear fluid on the top of the tubes and also in the sample racks. No injury was reported and no erroneous results were generated.